Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited high capturing thresholds. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.